Event description:
A peritoneal dialysis (pd) pt called to reported drain complications, feeling dehydrated and not well due to an unk new medication. The pt had been feeling this way for several days. The pt was advised by technical support to contact their pd nurse. The pt contacted their pd nurse and was advised to go to the hosp on the morning of (B)(6) 2014. The pt was hospitalized subsequently hospitalized for low-blood pressure.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.